Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion and a crease fold. Leak test was performed and found an opening on anterior. A microscopic analysis was performed which identified a smooth crease opening on the anterior. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a smooth crease opening on anterior assessed as a fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.